Event description:
It was reported the pt ((B)(6)) has had to have her stimulation amplitude settings increased every few months since implant. The pt's recharge burden had increased requiring the pt to recharge daily. The pt also reported, she was no longer able to increase stimulation to obtain the desired coverage. Diagnostic testing identified low impedance values. The ipg was removed and replaced on (B)(6) 2012. Stimulation was restored post-operatively.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.